Manufacturer narrative:
D4 lot code was corrected. The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received drill sleeve reveals a severely worn out and damaged tip & outer surface. The threads at the tip of the sleeve are severely deformed. The deformed threads at the tip indicates towards application of high twisting/torsional forces during assembly with the plate, most likely during the surgery or in the previous surgery. Also, the outer surface was observed with regular deep circular scratches. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause of the issue is user related. The presence of excessive scratches all over the sleeve and thread deformation at the tip indicates towards a usage in an unintended manner involving high insertion force on the sleeve during the current surgery and probably in the previous surgery as well. Under intended usage such an issue would not have occurred. A prior functional check of the devices is a basic requirement before the surgery as per instructions for use (IFU). If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during the operation, the drill sleeve could not connect to the plate. The threaded part at the tip of the sleeve was worn out. It was unknown whether it was worn out during or before surgery. Thereafter, the procedure completed without problem."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the operation, the drill sleeve could not connect to the plate. The threaded part at the tip of the sleeve was worn out. It was unknown whether it was worn out during or before surgery. Thereafter, the procedure completed without problem."